Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. The customer is currently taking medication to manage diabetes. The customer informed have not had any recent changes in diet. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 02/20/2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter.customer returned an emptied strips vial; unable to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. The customer is currently taking medication to manage diabetes. The customer informed have not had any recent changes in diet. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.